Event description:
It was reported that the pump experienced a heat or electrical issue, causing it to overheat and become hot to the touch. A temperature alarm was recorded as alarm 10 and 11 during the event, although the pump wasn't exposed to temperatures above 98.6°f (37°c). There was no reported adverse impact to the customer¿s blood glucose level. To ensure insulin delivery was not interrupted, the customer planned to use multiple daily injections (mdi) as backup therapy. Technical support agreed to replace the pump, instructing the customer to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days, which the customer acknowledged and understood.